Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No unexpected software error alarms during testing however, the formatted history file confirmed software error alarm due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had software error detected alarm. Customer blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer was advised to perform the self-test and the test was not passed. Customer states they tried to change battery and insulin pump had insert battery alarm. The device will be return for analysis.